Event description:
Olympus was informed tha ¿an ¿out of box¿ thunderbeat instrument ((B)(4)) failure occurred. No lot number was provided. The customer did an internal eval and now would like olympus to do eval on failed equipment.¿ on (B)(4) 2012, olympus received a medwatch report stating that ¿during a laparoscopic-assisted segment 6 hepatic resection, the teflon in the jaws of the thunderbeat handpiece was starting to come off.¿

Manufacturer narrative:
Olympus followed up with the reporter to obtain more info regarding this report. Per user facility, the unit alarmed during an unspecified procedure. There was no further info available. Olympus followed up with an olympus sales rep. Per the sr, the alarm occurred right when the user activated the foot pedal. The user was operating in a pool of blood and was not able to visualize the tissue (potentially causing the teflon pad to come in contact with probe). There was no report of pt injury. The procedure was completed with a different but similar device. This phenomenon has occurred in 4 out of approx 80 cases performed at the user facility. The device referenced in this report was returned to olympus for eval. The eval did not confirm the user¿s experience. The probe on the handpiece passed the probe check without any errors. There was some tissue build up on the base of the probe. The teflon pas was melted at the tip and slightly frayed at the center. The probe was inspected under a microscope and no fractures or dents were found. There were deep scratches on the probe tip. The probe also had some dark charred stains. The exact cause of the user¿s experience could not be determined. This report is being submitted as a medical device report in an abundance of caution. The instruction manual states ¿do not activated output for an extended period while the grasping section is closed without contacting tissue. Otherwise, a local increase of the temperature between the grasping section during the seal and cut mode may result in premature wear, brakeage and/or probe inside the body.